Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no external defects were found. Functional testing could not be performed because the device was received in a condition making evaluation not possible due to moisture damage. Therefore the complaint of hardware error code could not be confirmed.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, patient experienced a hardware failure. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.